Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there were no complaints with the postoperative examination.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that a physician performed a cataract surgery on the right eye. During implantation of intraocular lens (iol) in the anterior chamber, the haptic broke. Lens was explanted in initial procedure. The procedure was completed with back up lens. There was no patient harm.